Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure strong resistance was met and the guide catheter stretched and detached as the physician attempted to deploy the stent. The push catheter also accordianed. The guide catheter detachment occurred within the push catheter allowing the device to be removed in one piece. The procedure was completed with a boston scientific wallflex 8mmx4cm metal stent. There were no reported patient complications and the patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure strong resistance was met and the guide catheter stretched and detached as the physician attempted to deploy the stent. The push catheter also accordianed. The guide catheter detachment occurred within the push catheter allowing the device to be removed in one piece. The procedure was completed with a boston scientific wallflex 8mmx4cm metal stent. There were no reported patient complications and the patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a male patient (patient age and weight are unknown). During the procedure, strong resistance was met and the guide catheter stretched and detached as the physician attempted to deploy the stent. The push catheter also accordianed. The guide catheter detachment occurred within the push catheter allowing the device to be removed in one piece. The procedure was completed with a boston scientific wallflex 8mmx4cm metal stent. There were no reported patient complications and the patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was buckled. The proximal end of the guide catheter was stretched and broken. The distal end of the guide catheter was not returned by the customer. It is likely that during guide catheter retraction or deployment of stent, the suture embedded inside the guide catheter assembly causing stretching and breakage of guide catheter assembly. The distal barb of the stent was found pressed/collapsed. The suture knot was intact and no damage was observed on the suture hole or the suture. The unbroken suture knot and detached stent from the delivery system indicates that the device functioned adequately with respect to deployment of stent. A functional evaluation could not be conducted due to the broken guide catheter assembly and detached stent from delivery system. During manufacturing, g.I stent (plastic) devices are 100% inspected for dimensional and cosmetic issues and also fep guide catheter assembly for working length integrity and any defects found are scrapped and documented in DHR. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.